Event description:
It was reported that the customer was hospitalized for high blood glucose of 14.4 mmol/l. It was stated that according to the nurse, the insulin was functioning properly, but the customer does not trust the insulin pump anymore. It was reported that the insulin pump has a crack at the battery compartment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.